Manufacturer narrative:
Evaluation is pending upon the return of the product.

Event description:
In 2007, the office mgr reported that the screwdriver was worn from use. Additional info was rec'd via telephone on 12/05/07. The office mgr reported that during an inspection, the sales representative found the screwdrivers to be bent at the prongs. There was no pt contact related to the event.